Manufacturer narrative:
No product was returned for eval. A review of the device history record was not possible since the lot number was unavailable.

Event description:
It was reported that an unspecified size veritas patch was implanted during a breast reconstruction procedure. No complications during the implant procedure were reported. At an unspecified time following implant, the pt developed inflammation, seroma, and pain. The pt was taken back to the operating room at 3 months post-op, at which time the veritas patch was explanted. The pt's status is currently unk.